Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted a cs 64 call service alarm when performing the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: a review of the pump black box data revealed evidence of cs 064 call service alarms. During testing, the pump was exercised for 24 hours with no duplicated cs 064 call service alarms. Unrelated to the complaint, evidence of moisture ingress was observed inside the battery compartment, and the battery compartment was cracked. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and further evidence of moisture ingress was found on an internal component. Additionally, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).